Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned and analyzed by a bsc quality engineer. Visual analysis revealed a sheathed proximal filter, slightly flexed articulating distal sheath (ads), and a kinked distal filter slider (#3). A functional test was performed and found that before flushing the sentinel cps, the proximal filter was unable to be unsheathed using the proximal filter slider (#1). After flushing the sentinel cps, the proximal filter was able to be successfully unsheathed using the proximal filter slider (#1). The proximal filter was found to be torn following the deployment of the proximal filter. Excessive blood residues were also observed on the sentinel cps. A dissection test was performed using scissors to create a transversal cut on the distal part of the outer shaft. Microscopic inspection following the dissection test found a protruding braid in the inner shaft of the sentinel cps.

Event description:
Reportable based on returned device analysis completed on 04oct2022. It was reported that a failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was selected for a transcatheter aortic valve implantation (tavi) procedure. The proximal filter was initially deployed and was recaptured one time. When attempting to re-deploy the proximal filter, the proximal filter would not deploy from the sheath. The sentinel cps was successfully removed from the patient. However, the returned device analysis revealed that the proximal filter on the sentinel cerebral protection system was torn.